Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to (mg/dl). Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. The 0300, 0015, 0806 errors were found in error log. E3/ e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable.

Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer also reports seeing a battery icon and having other settings of the adc meter changed. The product has since been received and, during the course of investigation, was discovered to have suffered the memory overwrite malfunction. No death or serious injury was reported.